Event description:
The patient kreportedly fell and his his head on the implant side. Patient had intermittent lock followed by sound quality issues. On june 6 2006, the patient was seen by a company representative for device evaluation. Testing confirmed that the device was not functioning. Surgery to explant the patient's c1 device has been scheduled.